Event description:
Complainant alleged that during biomed testing the device showed no joule values if less than 20 joules were selected. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical. The device's high voltage module was removed and returned. The malfunction was duplicated and attributed to a faulty transformer.